Event description:
Surgeon was suturing with express sew needle when the needle misfired and the tip of the needle broke off in the patient's shoulder during a rotator cuff surgery. Surgeon was able to manually retrieve the broken tip and an x-ray was taken to confirm no foreign body left in the patient. Packaging and ID numbers not saved by the surgery staff. Manufacturer response for express sew needle, (brand not provided) (per site reporter). Surgery informed the rep. I do not have any feedback from the rep. What was the original intended procedure? Rotator cuff repair. Device #1 is this a laboratory device or laboratory test? No.

Manufacturer narrative:
Mitek post market surveillance discovered this complaint event on the FDA maude database (report number (B)(4)) and a review of the mitek complaint system revealed this product complaint had not been reported to mitek complaints. The complaint device was not returned, therefore is unavailable for a physical evaluation. Furthermore, no product code or lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. Other than this possibility, a root cause cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Surgeon was suturing with express sew needle when the needle misfired and the tip of the needle broke off in the patient's shoulder during a rotator cuff surgery. Surgeon was able to manually retrieve the broken tip and an x-ray was taken to confirm no foreign body left in the patient. Packaging and ID numbers not saved by the surgery staff. Manufacturer response for express sew needle, (brand not provided) (per site reporter). Surgery informed the rep. I do not have any feedback from the rep. What was the original intended procedure? Rotator cuff repair. Device #1 - is this a laboratory device or laboratory test? No.

Manufacturer narrative:
Mitek post market surveillance discovered this complaint event on the FDA maude database (report number (B)(4)) and a review of the mitek complaint system revealed this product complaint had not been reported to mitek complaints. The complaint device was not returned, therefore is unavailable for a physical evaluation. Furthermore, no product code or lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event. From past investigations of this failure mode, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. As per IFU, the expressew needles can be used for a maximum of 15 passes. Other than this possibility, a root cause cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.